Manufacturer narrative:
(B)(4). Foreign: (B)(6). The device will not be returned for analysis, as the device has been discarded; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 8 months post implantation due to fracture of the phoenix nail and nonunion of the subtalar joint. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The event is confirmed with radiographs received. Review of the radiographs provided identified the following: a phoenix nail traverses the subtalar joint. There is a non-displaced fracture of the nail just above the subtalar joint. The subtalar joint is not fused. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.